Event description:
The facility representative contacted baxter on (B)(6) 2010 to report a as50 infusion pump with a failure code l00015. During service at baxter, on 11 june 2010, l000015 occurred during initial run caused by malfunctioning mechnical drive. There was no patient injury, adverse event or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and evaluated by baxter. The reported condition was confirmed and reproduced. The assignable cause was a malfunctioning mechanical drive. The mechanical drive was replaced.